Event description:
Patient reported: "a couple weeks ago there was what looked like a spider bite on my chest. It kept getting bigger and redder and then last night (monday) it opened and the device fell out."' Pocket infection- pseudomonas aeruginosa identified system explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).